Event description:
Tpn bags were leaking at the insertion site of the port. The bags that were actually leaking were discarded by nursing. The remaining bags from this lot number are sequestered in an office and are available for evaluation. Strength: 250ml eva container an - as necessary. Therapy start date: (B)(6) 2017. Diagnosis or reason for use: malnutrition.